Event description:
A customer reported intermittent power loss during two separate "pt lists." The system was restarted and each case was completed. There was no pt harm reported. Multiple attempts have been made to obtain add'l info, but none has been received.

Manufacturer narrative:
The company rep examined the system and found system message (sm) -"lost ac power" in the event log. The company rep replaced the power distribution printed circuit board (pcb). Preventive maintenance was performed. The system was then tested and met all product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).